Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a turn on issue on the liberty cycler. Display was blank. There was not a power outage. There was not a sound when ok/stop buttons were pressed. Switched cycler on and there was lights on the stop, ok and up/down keys. The fresenius technical support representative issued a cycler replacement due to a turn on issue. Last treatment completed using current cycler was on (B)(6) 2023. Patient has capd supplies for 5 days. Patient will perform capd/manuals. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day. No patient adverse effects were experienced and no medical intervention was required. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The voltage check passed. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid under the front panel assembly and under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. A mushroom head checks passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.